Event description:
On (B)(6) 2014 at 2030, while in flight, an electrical fire smell was noted. Crew investigated after landing and no cause was found. On the next flight on (B)(6) 2014 at approx 0100, the electrical smell was noted again. Crew again checked equipment and no cause was found. During routine change at 0700 on (B)(6) 2013, the crew was doing routine equipment checks. The medsystem iii charger was unplugged from the wall outlet in the helicopter. The outlet was charred and the charger had a burned hole in it. The aircraft was taken out of service until the mechanic could run system checks. The device was removed from the aircraft and taken out of service. The device was a rental from (B)(6) hospital system. (B)(6) was notified, this had significant potential for fire in a helicopter.